Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 18-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. The consumer's medical history included suspicion of nickel allergy. She experienced painful placement of essure, complication during insertion, and placement on one side. In (B)(6) 2013 the consumer experienced increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, and blood loss during coitus. The bleedings lasted 20 months. In an unspecified date the consumer experienced pain in pelvis / stabs, serious because the event resulted in disability, suffers a lot from relapses (multiple sclerosis) increased after placement, rash, itching skin, gastro-intestinal complaints, pain in head, dizziness, tiredness, memory loss, concentration problems, vitamin deficiency, and vision problems. At one time she feared to leave the house on certain days. She contacted a doctor and visited a gynecologist. Optician was mentioned. As treatment, she stopped pill and had her uterus removed (but not essure). Novasure was also conducted. The outcome was reported as recovering. Company causality comment:this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. Her uterus was removed. Essure was not removed. This event is listed in the reference safety information for essure. Menses pattern changes may occur during essure use. In this case, she experienced this event about 1 year and 6 months after essure insertion. Based on a compatible temporal relationship and considering its nature per se, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow up information received on 19-sep-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 277 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. Her uterus was removed. Essure was not removed. This event is listed in the reference safety information for essure. Menses pattern changes may occur during essure use. In this case, she experienced this event about 1 year and 6 months after essure insertion. Based on a compatible temporal relationship and considering its nature per se, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.